Event description:
Same patient as MDR ID #2134265-2012-00784. It was reported that during a filter placement procedure the filter prematurely deployed. An otw green fil w/flexcarrier was selected; however, the filter deployed prior to the device being able to be inserted into the patient. The following day, another otw green fil w/flexcarrier was placed.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).